Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product as indicated that product worked as intended (during the call), however stated that has symptoms. Most likely underlying root cause: mlc-30 -user applied blood to strip before inserting strip into meter. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did reported feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 147mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.